Manufacturer narrative:
Based on the claim against the product by the customer noting that the mcs tip cover accessory was torn, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mcs tip cover accessory was analyzed a found to have tearing on both sides of the mouth. Tears are axially aligned with the tip cover and measure 0.239¿ and 0.248" in length. There are no signs of thermal damage present at the end of any tears. The monopolar curved scissors (mcs) instrument requires the use of a tip cover to prevent energy from discharging anywhere but at the instrument¿s tip. The complaint regarding tears on the mcs tip cover accessory was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or other instruments rubbing against it during normal use conditions or collisions. These stresses can lead to excessive wear resulting in small breaks or splits. Tearing of the tip cover distal to the mcs blades would be adjacent to the active electrode of the mcs instrument, which is carefully controlled by the surgeon and under constant observation while cautery is applied to tissue. This complaint is considered a reportable event due to the following conclusion: the mcs tip cover accessory was damaged on the gray silicone area. In the event the tip cover is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using a energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was torn at the tip. The customer replaced the tip cover accessory to continue with the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs tip cover was found to be torn at the gray area when the customer inspected the tip cover prior to starting the procedure. Ports were not placed. The mcs tip cover was not used during the procedure.